Event description:
Ous MDR. After an implantation time of about 1 day, it was reported to us that the pacing threshold of the lead had increased, and the lead was dislodged. A revision of the rv lead took place. The lead is not available for analysis.

Manufacturer narrative:
Ous MDR. The device was not returned for an analysis. Thus, the analysis is based on the existing production documents. The manufacturing process of this device was reviewed. The manufacturing documents showed no anomalies that could be relevant to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.